Manufacturer narrative:
An event of "rapid expansion of the false lumen was observed and the onset of a aorta-esophageal fistula" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient who had a history of an acute thoracic aortic dissection (2016) required an additional surgical intervention of the patients initial aortic dissection repair on (B)(6) 2018. During this additional intervention, an additional stent graft replacement and coili embolization were performed in which an amplatzer vascular plug was deployed for coil deviation prevention. However, on (B)(6) 2020 the patient was seen in the clinic for a fever. CT imaging was performed which revealed "rapid expansion of the false lumen was observed and the onset of a aorta-esophageal fistula was confirmed." On (B)(6) 2020 the patient required further surgical intervention once again. It was reported that the patients thoracic pseudo cavity was opened, cleaned and the intercostal muscles were filled. No additional information provided.

Manufacturer narrative:
An event of "rapid expansion of the false lumen was observed and the onset of a aorta-esophageal fistula" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.